Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament, as this may result in a retroperitoneal bleed.

Event description:
It was reported that following a pre-insertion angiogram, an angio-seal was selected for use in 2009. The physician noted a lump at the puncture site prior to deployment; however, another physician noted that was related to the anaesthetic and the slim nature of the patient. The decision was therefore made to deploy the angio-seal. The deployment was successful although somewhat slow and ratcheting occurred, as the green compaction line was visible. The physician was instructed to separate the compaction tube from the device and maintain the suture tort to manually compact the collagen as a precaution. Instant hemostasis was achieved. Two hours later, the patient developed an expanding hematoma, which stretched from the patient's back to the right side anteriorly. A CT scan revealed a retroperitoneal hematoma. A second review of the pre-insertion angiogram revealed that the puncture was in line with the superior border of the femoral head. The physician noted that the site may have been bleeding prior to the angio-seal deployment and the lump at the access site may have been a hematoma that was already formed. The patient received three units of blood. The patient also experienced a pseudoaneurysm, which was subsequently treated with percutaneous thrombin injection. The patient was referred to a vascular surgeon; however, surgery was not performed. Five days later, the patient was transferred back to another hospital. The patient is currently being hospitalized due to the hematoma, pseudoaneurysm and her cardiac condition. The patient was reported in stable condition. No additional information is available.